Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd us cathena 20gx1.00in straight bc had a needle retraction failure. The following information was provided by the initial reporter: material #386862, lot #4237745. Verbatim: upon opening the cathena package, the nurse noticed the tip was frayed. Another package had no hole in the tip of the catheter. Another package had a piece of plastic on the tip. Another IV was used on the patient but the needle did not safety. I have 4 pictures to share and one catheter that was saved. Bd is replacing this lot for the customer and distributor. No patient impact reported.

Manufacturer narrative:
Our quality engineer inspected the 179 samples were returned for investigation. The reported issues of needle through catheter and silicone visible were confirmed upon inspection of the samples. The defects of needle disengagement difficult, blood leaks out of control plug, catheter tip integrity, needle retraction failure and catheter defective/ damaged could not be confirmed from the returned samples. 11 samples of lot 4320986 and 14 samples of lot 4311275 had excess lube observed once the tip adhesion was broken. Bet testing was performed to check for leakages and no samples had abnormalities during testing. 154 of the samples had no damages or defects. Production records were reviewed, for the reported lot numbers. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.